Manufacturer narrative:
510k: this report is for an unknown synthes mono/polyaxial screws: universal spinal system (uss)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: stechow, d et al (2009), effectiveness of combination use of antibiotic-loaded perossal _ with spinal surgery in patients with spondylodiscitis , european surgical research 2009 (43)298-305 (germany) doi: 10.1159/000233525. This clinical study aims to investigate whether a degradable carrier (perossal) loaded with variable antibiotics is effective in the treatment of patients with spondylodiscitis and is easy to handle.a total of 12 patients (8 male and 4 female) ranging from 39 to 74 years old with the mean age of 59 years (range, 39¿74 years) with acute or chronic spondylodiscitis who underwent dorsal surgical approach followed by dorsal instrumentation had been enrolled in this study. Universal spine system _ (synthes, umkirch, germany; n = 3) was used for instrumentation. The mean follow-up was a period of at least 12 months after surgery. The following complications were reported as follows: a (B)(6) year old male underwent revision surgery due to loosening of the screw. A (B)(6) year old male had deep venous thrombosis. A (B)(6) year old female had a revision surgery due to loosening of the screw and pseudarthrosis. A (B)(6) year old male underwent revision surgery due to screw failure. This report is for a (B)(6) year old male who underwent revision surgery due to loosening of the screw. This report is for an unknown synthes mono/polyaxial screws: universal spinal system (uss). This is report 1 of 3 for (B)(4).